Event description:
On 12th november 2025, rayner received notification from a UK healthcare facility of an event that occurred during the use of a rayone toric rao610t device. The event description provided states that immediately post implantation optic of the lens had a large crack, necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately post implantation optic of the lens had a large crack, necessitating lens explantation and exchange. The lens was explanted through an enlarged incision and a back-up lens was implanted successfully within the original surgery sesison. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not available for return. Product discarded by healthcare facility. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "scratched iol (optic)/ scratched iol (during injection)/ cracked iol (optic): forcing a blocked injector, inadequate lubrication, misuse of device, optic edge trapped / damaged on closure of cartridge. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of physical damaged to lens: sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd:yag operator error; cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone toric rao610t batch 064242726 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 064242726. There is insufficient evidence and information available to determine the cause of the event.